Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional from a clinical study reported heart palpitations after charging of the stimulator. Diagnostic methods included the patient reporting the event on (B)(6) 2016. An examination was performed 10 days later and identified normal results of "24 h telemetrie." No actions had been taken but the event had resulted in an unscheduled clinic visit where the patient was hospitalized from (B)(6) - (B)(6) 2016 for evaluation. No significant abnormalities were found. Etiology was noted as possibly related to the device or therapy, unlikely related to the implant procedure, and due to recharge process. The patient's most recent interrogation prior to the event was (B)(6) 2016. It was indicated the outcome was resolved without sequelae (B)(6) 2016.